Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following weight loss patient patients ipg and leads were protruding causing the patient pain. As a result, surgical intervention was undertaken wherein ipg and one lead were explanted.